Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2024, it was reported by a sales representative via sems-(B)(4) that an ar-18700-06 drill bit broke. This occurred during a ring finger proximal pahlanx orif when the drill bit broke while trying to put in the lag screw. The fragment was retrieved.